Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd® blunt fill needle was contaminated with foreign matter. The following information was provided by the initial reporter: when preparing a medication at 6am, a carer noticed that the syringe had pitted. She immediately put the syringe aside and prepared another one. No harm came to the patient, due to the luck of the caregiver who noticed the incident. The punching out was caused by the bd blunt fill needle , but the proof (punched out material) is in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01sep2022. H6: investigation summary: a device history record review was completed for provided material number 303129 and lot number 201223. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a non-bd syringe was received with a blunt needle attached. A black particle (which appears to be vial material) was observed floating within the syringe. A packaged needle of the same lot number was also received. The used needle was detached from the syringe and both returned samples were tested using different angles of penetration and a lab vial with a plastic stopper. The testing found no difficulties. The needles were microscopically examined and no particles from the vial stoppers were found and each of the bevels were well formed. At this time, a manufacturing related cause could not be determined for this incident. Based on the investigation results and the preventive measures in place, it is unlikely that the coring resulted from poor or insufficient de-burring of the cannula. As part of the cannula incoming inspection proves, the cannulas are subjected to visual examination, measurements, and penetration tests. The stopper conditions and the handling of the product could have had a potential impact in this incident. The needle should penetrate the vial at a ninety-degree angle to reduce the risk of catching the internal wall of the vial stopper. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd® blunt fill needle was contaminated with foreign matter. The following information was provided by the initial reporter: when preparing a medication at 6am, a carer noticed that the syringe had pitted. She immediately put the syringe aside and prepared another one. No harm came to the patient, due to the luck of the caregiver who noticed the incident. The punching out was caused by the bd blunt fill needle , but the proof (punched out material) is in the syringe.